Event description:
It was reported the insulin pump alarmed during prime. Customer's blood glucose was 8.0mmol/l. Customer was not connected to the device. The device was not dropped or bumped prior to alarm. The drive support cap was sticking out. Customer's father was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. Cracked case near liquid crystal display window corner, cracked liquid display window, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and missing end cap sticker.